Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. The exact date of death is unknown and is an estimate based on the publication date of the journal article. Referenced article: safety of computed tomography in patients with cardiac rhythm management devices: assessment of the u.s. Food and drug administration advisory in clinical practice. Journal of the american college of cardiology. 2014;63(17):1769-1775. (B)(4).

Event description:
A journal article was reviewed which contained information regarding these device models. Multiple patients with multiple adverse events and failure mode were noted in the article; however, a one to one correlation could not be made with unique device/serial numbers. The article included the following adverse events: death due to sepsis and endocarditis along with failure mode: oversensing. The status of the devices is unknown. No further patient complications have been reported as a result of this event.